Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a small particle was observed within the amino acid chamber. The reported problem was verified. The cause of the problem was unable to be determined with the provided information. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that particulate matter was found in the amino acid chamber of a parenteral nutrition triplephase bag. This occurred after compounding. The reporter stated, ¿no additions were made to the amino acid solution during compounding, and this solution is filtered during transfer to the final container.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.